Manufacturer narrative:
This is report 2 of 39 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual symptomatic patient. The patient was then moved into isolation with covid-positive patients. The patient was reported to have experienced anxiety and distress as a result of this isolation. Confirmatory testing of the patient via polymerase chain reaction (pcr) testing was negative - the patient did not develop covid as a result of being moved into isolation with covid-positive patients. No further action is deemed necessary at this time, as this event does not contribute to a significant deviation from the established performance characteristics of the product.

Event description:
This is report 2 of 39 for this facility and aware date. The customer reported a suspected false (incorrect) positive result from a rapid result covid test system on an individual symptomatic patient. The patient was then moved into isolation with covid-positive patients. The patient was reported to have experienced anxiety and distress as a result of this isolation.